Event description:
First name:(B)(6) last name: (B)(6), date of birth: (B)(6) 1983. Address: (B)(6). Country: USA. Home and cell telephone number:(B)(6). What date did the incident happen? I underwent my shoulder replacement in 2018. What doctor, nurse or hospital did you visit? (B)(6) performed the replacement through (B)(6) in (B)(6). (B)(6) shut down with a 1-star review. Where is the doctor, nurse or hospital located? (B)(6) relocated to (B)(6). What injury do you think is directly related to the inquiry? Metallosis from cobalt fragments causing eye weakness bilaterally, largely left eye, recurrent eye rashes, eye pain, vision changes like blurry vision all diagnosed by pcp (B)(6) and optometrist (B)(6). I was diagnosed with autoimmune related vision impairment, ear pain bilaterally, vertigo, eustachian tube dysfunction, hearing loss, tinnitus, and foggy hearing with perceived hearing loss (diagnosed by multiple urgent cares) worsening of crps I and ii, causing pain, nerve pain, joint pain, inflammation, swelling, edema, hives, muscle spasms, dystonia (all diagnosed and managed by pain management group with pictures). Gynecological issues including adenomyoma, uterine growths (fibroids into my wall, 11 polyps) and cervical growths, belly bloating, pain throughout much of my cycle (all diagnosed and managed by pcp and various gynecologist) with recommendation for surgery. Underwent a dnc that removed 11 polyps. Immunological changes including decreased immunity and inflammation evidenced by in the past 12 months I have contracted hand foot and mouth, parvovirus, 2 cases of strep throat, covid, ear and eye infections, uti infections all treated by pcp and urgent care dr. (B)(6) who is performing the reverse shoulder replacement due to the failed ovo on 11/4 stated he is performing the surgery due to the prosthetic eroding through all the labrum and cartilage and completely through the plastic. The prosthetic migrating through the plastic into my bone at an angle moving into my body, 2 screws being inside the joint confirmed by x-ray and cat scan causing cobat fragments and metallosis, a third screw scratching the prosthetic causing metallosis and related cytokine storms and inflammation. Due to prosthetic failure, the bone around the hemicap has developed bone spurs that prevent the movement of the joint and are trying to encapsulate the prosthetic that is causing inflammation. The failed ovo is causing extreme pain, worsening crps, tremors, dystonia and I have very poor rom documented by pmg, dr. (B)(6), and (B)(6) pt. What treatment, surgery or rehab did you have to have? Pt, ot, hydrolyzation procedure, mirror therapy, acupuncture, (B)(6), yoga, meditation, pain management what permanent injuries, physical limitations, or restrictions are you on? I am a licensed clinical psychologist that graduated from (B)(6) residency program with the hope of being a lead pain psychologist at (B)(6). Due to having increased pain, disability using my left arm and interacting with my neck issues and overall, pain presentation, I am unable to work a traditional full-time position. I went into private practice and have worked pt to ft based on my health. There have been periods, where I have had to dump all of my client¿s multiple times with problems with continuity of care due to surgeries, ketamine infusions, illnesses, etc. What are your lost wages or out of pocket monetary loss due? I have probably had over (B)(6) of lost wages due to the ovo failing and worsening my health. I am getting it replaced by dr. (B)(6) on 11/4 with a reverse shoulder due to my ovo failing. Dr. (B)(6) relocated to (B)(6). (B)(6) medical center shut down with a 1-star review. It was 6 years ago, but (B)(6) stated he didn't have the medical records about the serial number and make of device.